Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the tavr/tavi procedure. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted.

Event description:
During the index procedure, a 0.035" safari wire was advanced into the left ventricular cavity followed by 3 inflations by a non-bsc balloon to the stenosed native aortic valve. The balloon valvuloplasty catheter (non-bsc) was exchanged for a 25 mm lotus valve system over the 0.035" safari wire. While advancing the 25 mm lotus valve system through the abdominal aorta, the entire system buckled. The system was removed over the 0.035" safari wire, with a plan to use a wire that might provide adequate support to the 25 mm lotus valve system. Of note, site has confirmed the lack of support provide by the safari wire caused the lotus valve system to buckle. Per source, the subject had a pea arrest with a significant drop in bp, shortly after the removal of the valve delivery system. CPR was initiated and epinephrine, bicarbonate, calcium was given. An abdominal angiogram revealed contrast extravasation into the abdomen. A tear of 4.2 x 4.3 cm to an abdominal aortic aneurysm was seen that caused the arising complication to the tavr procedure (per source). Of note, site confirms that the buckling of the lotus valve system caused the tear to the abdominal aortic aneurysm. No hematological measurements were performed. The subject was transfused with 9 units of prbcs. Per edc, the vascular injury type was classified as aortic dissection, aortic/annular/ventricular perforation or rupture, apical aneurysm/ pseudoaneurysm. The varc classification for the bleeding complication was life-threatening or disabling. The subject was put on cardiopulmonary bypass but the flow was very low as the sheath and arterial cannula had re-directed into the abdomen. A non-bsc balloon was advanced and inflated at an attempt to achieve hemostasis. However, all attempts made to resuscitate the subject failed. Post an unsuccessful tavr procedure the subject died.